Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not received for evaluation; therefore, a device analysis could not be completed. A valid lot number was not provided, so no batch review could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. This occurred during an unknown stage of peritoneal dialysis therapy. Patient connection at the time of the alarm is unknown. There was no report of any issues that would cause or contribute to the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The lot was reported as s1418056; however, this lot is invalid. Should additional relevant information become available, a follow up report will be submitted.